Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t3-l2. It was reported that after screw placement it was noticed that the rod needed for insertion was not prepared for the procedure. The surgeon decided to tentatively suture that patient and wait for the correct rod to be delivered. It was reported that the patient potentially lost 4000 ml of blood and the hemoglobin level was 11. The patient was given a blood transfusion in the ICU following the surgery. It was mentioned that the mis-delivery of the rod occurred due to mishandling of a dispatch order sheet. The quantity of the rod part number was entered as "0".

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.